Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient had an unrelated biopsy done and is unsure if they place their ipg in surgery mode. After biopsy ipg became inoperable. Surgical intervention may take place at a later date.